Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The applier was used durng a laparoscopic cholecystectomy. The clips would not align in the jaws of the instrument causing scissoring when the clips were applied. The surgeon removed the clips laparoscopically. Another er320 was opened to complete the case. There was no consequence to the pt. 8/28/96 received med watch #01-0368732 stating "upon activating clip applier, jaws misaligned. Please note: pt not injured. This was a malfunction.